Event description:
Caller reported blood glucose results of 74 mg/dl on mobile system, 42 mg/dl on aviva system within 10 minutes. No adverse event was reported. Mobile strips not available for return, replacement sent.

Manufacturer narrative:
The event occurred in (B)(6). Medwatch with (B)(4) is for mobile system, medwatch with (B)(4) is for aviva system.